Manufacturer narrative:
Image review: three static images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient¿s annulus was calcified and measured a perimeter of 90mm suggesting a 34mm evolut. Fluoroscopy valve load inspection was performed, and the overlap does not appear to reach node 4, which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported that pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture and an infold was observed. It is not known if any recaptures were performed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is I dentified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that a new valve was prepped, loaded and confirmed a good load. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. The inflow aspect displayed a reniform appearance. As received, all leaflets appeared partially open with a gap between the free margins. All leaflets were stiff with moderate flexibility. Leaflets showed evidence of severe creases and frame imprints. Creases and imprints were also noted on the outer wrap. All commissures appeared intact. All sutures appeared intact. There was no evidence of damage such as bends or kinks to the frame. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the reniform inflow aspect resolving. The valve appeared to retain a compressed state. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold occurred on the first valve deployment and persisted through the recapture. Calcium in the annulus contributed to the infolding.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012436668); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012289390); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, there was infolding on the valve load check up to the 3rd node. Pre-dilation was performed using a 25mm balloon. During the deployment, an infold was noted. The valve was recaptured, and removed and a new system was used for implant. It was reported that the annulus was calcified and the patient had dimensions of 24.8x32.1 mm with a perimeter of 90 mm.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.